Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported difficulty, subsequent treatment and delay in procedure appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Estimated date of event. The additional (4) proglide devices referenced are being filed under separate medwatch report numbers. The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a calcified common femoral artery was attempted with five proglide devices using the pre-close technique prior to a percutaneous transluminal coronary angioplasty (ptca) with extracorporeal membrane oxygenation (ECMO) interventional procedure. Reportedly, a cuff miss occurred with all five proglide devices. The ECMO was not able to be used and the final intervention was performed without it. Another device was used to achieve hemostasis. There was no reported adverse patient sequela. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.